Manufacturer narrative:
H.3 eval summary. All telemetry, pacing, sensing and defib output functions were confirmed to be within specs. The device was found to have a high current, which is believed to have caused the early battery depletion. The high current was traced to the hybrid assembly.

Event description:
Battery voltage appeared to be low for the implant duration of the ICD so the unit was explanted.